Event description:
This lead was implanted on (B)(6) 20 12 and explanted on (B)(6) 20 12 due to loss of capture at highest output. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).